Event description:
Impact 754 portable ventilator system was being prepared for use on a pt when the system failure alarm presented. Pt was manually ventilated until while another automated ventilator was prepared for use. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the pt was ventilated using manual back-up equipment while the incident was resolved. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated however, there was damage to the device due to an apparent physical shock/blow. One of the device pc boards was working intermittently when moved side-to-side, the device case was cracked and the internal connector panel was bent. Periodic maintenance, calibration and functional testing was performed along with repair of the case and connector panel damage and replacement of the damaged pc board. The unit was returned to the end user after it tested within specification.